Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal a tampon unraveled. She was unsure if pieces were left inside. She went to her doctor and a vaginal exam was performed confirming no tampon pieces were left inside.